Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump was not working. The customer's blood glucose level was 180 mg/dl. The customer also reported that the insulin pump was getting big lines popping up on the screen. The customer was advised to revert to back up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement and self test. No unexpected missing segment/partial display anomalies noted. (B)(4).